Event description:
Customer reported that the screen appeared to be distorted, making it difficult to see. There was no adverse impact to the customer¿s blood glucose level. Customer continued using the current pump with a mobile app and arranged to receive a replacement pump with updated software from technical support. Technical support provided instructions for returning the problematic pump and ensured all necessary arrangements were understood by the customer.